Event description:
Customer reported high results on device (300 mg/dl). Customer stated "bottomed out". Customer's family member called emergency medical technician (emt) & their device = 51 mg/dl. Emergency medical technician's were able to raise customer's glucose level to 108 mg/dl; however the treatment was not provided. Controls were used, however no values were provided. A request was made for return product and replacement product was sent.